Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was damage to the insulin pump's o ring in the reservoir compartment. The customer is unsure if the reservoir will still lock into place. The damage occured due to everyday usage. The insulin pump will be returning. The customer's blood sugar was not provided.

Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay.